Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode as defective buffer valves. The fse replaced the buffer valves to resolve the issue. System performance was verified, and the customer was satisfied.' Section a2, a4 and a5: information not provided by customer. Section e1: initial reporter telephone number is: (B)(6). The beckman coulter internal identifier is: (B)(4).

Event description:
The customer reported the generation of erroneous high sodium (na) patient results on their au680 clinical chemistry analyzer. The customer repeated the patient sample on another au analyzer with result considered correct. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.